Event description:
A report was received that the patient had a hematoma at the midline incision site. The patient underwent a lead revision procedure. The hematoma was resolved and the patient was doing well.